Event description:
During the procedure, the introducer was inserted into the patient but resistance was noted. Upon withdrawal, the device was noted to be kinked. An additional femoral puncture site/access was required and another device was used to complete the procedure with no patient consequences.

Manufacturer narrative:
One 6.5f fast-cath introducer sheath was received for evaluation. The sheath tubing had been kinked, stretched and perforated in one location, proximal to the distal tip. The shape of the perforated material was consistent with the shape of the dilator distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The damage to the sheath is consistent with forcible contact between the dilator and the inner diameter of the sheath during dilator insertion. The cause of the forcible contact and reported patient insertion difficulty remains unknown.